Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced core controller to resolve the issue. The system was verified and ready to use. Isi has not received the controller for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the user called to report a persistent error 86 appearing after startup using an xi system. The user had power cycled the system multiple times before calling, but the error had persisted. The technical support engineer then reviewed the system logs and confirmed the error was present. The user aborted the procedure without any patient involvement.